Manufacturer narrative:
Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 517 mg/dl at time of alarm. Elevated blood glucose was addressed with a manual injection. Customer reported sometimes reusing insulin from old cartridges when changing supplies. Customer changed pump supplies to address the issue and resumed insulin delivery.